Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an integrated apd set w/cassette leaked near the cassette door of the homechoice device. This was further described by the caregiver (cg) as ¿it looks like there are air bubbles in the line¿ and the cg ¿thinks the setup was leaking but not anymore¿. This was identified during initial drain of automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. The technical service representative (tsr) assisted the cg in troubleshooting. Tsr advised the cg to check where the cg thought the set up was leaking and the cg stated ¿there is a hole in the line and its leaking¿. The tsr assisted the cg with ending the therapy session and advised to start the therapy over with all new supplies. The tsr reviewed proper procedures per the user manual with the cg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.